Event description:
The notification received for the sapphire ww study indicated that during the index procedure, the physician had difficulty retrieving the angioguard. After several attempts, he was able to capture the device and the procedure was completed successfully with no pt injury. The target lesion was pre-dilated with a 6 x 20 aviator balloon. A grade b dissection was noted after pre-dilation. One precise stent was implanted without report of difficulties. The final dissection grade was a. When the physician advanced the angioguard capture sheath, there was difficulty capturing the angioguard filter. After several attempts, he was able to capture the device, and the procedure was completed successfully.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2009-00226. This study pt underwent carotid artery stent implantation and during the procedure, the angioguard had capture difficulty and there was an internal dissection after pre-dilation. This is a female with medical history including hyperlipidemia, history of smoking (>5 packs of cigarettes), coronary artery disease and hypertension. This pt meets the high-risk criteria of previous left cea with recurrent stenosis and bilateral carotid stenosis. The pt was symptomatic at the time of the index procedure. The target lesion is left internal carotid artery described as severely tortuous and 95% stenotic. An angioguard was inserted, tracked, deployed without report of difficulties. The target lesion was pre-dilated with an aviator balloon. A grade b dissection was noted after pre-dilation. One precise stent was implanted without report of difficulties. The final dissection grade was a. When the physician advanced the angioguard capture sheath, there was difficulty capturing the angioguard filter. After several attempts he was able to capture the device, and the procedure was completed successfully. The pt left the angio suite neurologically intact. The pt was maintained on an asa and plavix regimen pre, post-procedure and after discharge. Note: facility lot # 05403409 is cordis lot# 71108515. Per facility report: cordis corp reported no product is expected to be returned to lake region medical for eval; however, a copy of the investigative request including lot traceability was provided. Without the return of the actual device in question for eval, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the mfg, inspecting and packaging of lot 05403409. This packaging which were shipped from facility on dec 11, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. There was no sterile lot # info available, thus no DHR could be performed. Arterial dissection is a known potential adverse event associated with carotid stent implantation. The very act of balloon dilation intentionally disrupts the plaque layer and at times the intimal layers of the target vessel, in an effort to reestablish vessel patency. In this case, the angioguard performed as expected despite being in place when the dissection occurred with pre-dilation of the target lesion. The complaint of capture difficulty was investigated. In this case, the target vessel was described as severely tortuous. There is no evidence of mfg or design issues that contributed to the events. Inspections are in place to ensure that no damaged products leave the facility. Review of the info suggests that vessel, lesion and procedural issues may have contributed to the reported events.